Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged a burning in the throat, difficulty breathing/short of breath and a burning smell from the device. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning in the throat, difficulty breathing / short of breath and a burning smell, device has strange odor, burning / smoke / electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d4 (unique identifier) captured incorrectly in the initial report was corrected and section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jan 14, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning in the throat, difficulty breathing/short of breath and a burning smell, device has strange odor, burning / smoke / electrical odor related to a CPAP device's sound abatement foam. Additional information was received about the alleged lightheaded, stating getting calls from attorneys. There was no report of serious patient harm or injury. Sections h6 health effects: clinical codes has been updated in this report.